Event description:
On (B)(6) 2013, the distributer contacted animas and said that they replaced the patient's pump because of an allegation that the "pump was not working anymore." The following sequence of events was reported. On (B)(6) 2013 the patient's pump was upgraded to a cgm-enabled device and a sensor was placed to monitor blood glucose. The pump reportedly emitted an "error sensor and insulin injection continue" alarm more than once. On (B)(6) 2013 it was reported that the pump was not working anymore and that it was not dispensing insulin. It was said that the patient continued to have issues with hypoglycemia with no values or symptoms reported. There was no reported hyperglycemia. The patient reportedly was being monitored by a nurse or family members every 2 hours (14 times a day) to help the patient with the hypoglycemia issues. The patient's family members reportedly expressed concern about using the pump and were provided with a new pump by the health care center's nurse. The limited description of the blood glucose excursion does not meet the criteria of an adverse event. This complaint is being reported due to the allegation that there was a delivery issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The rewind, prime and load steps were successfully performed on the pump. A 10 unit normal bolus and a 10 unit audio bolus were successfully performed on the pump and were accurately recorded in pump history. Twenty-nine hour flow accuracy test was performed and the pump was found to be delivering within specifications. No defects were found with pump and no delivery issues were noted with the pump.